Event description:
Reportedly, took the pouch out in the patient cavity, confirmed it had disengaged from metal ring. Used another instrument. No injury. Nothing fell into the patient cavity. Sex: unknown. Procedure: lap chole.